Manufacturer narrative:
Additional information provided by the hospital medical records confirmed the 3 year echo revealed a well seated valve with moderate aortic regurgitation. The 4 year tee revealed moderate to severe pvl.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl is unknown. However, the event may be related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(4) trial, 4 years and 7 months post tavr procedure an attempted percutaneous plug repair was made due to the patient's mild-moderate pvl and recurring exacerbations of chf. The physician, however, was unable to cross the valve and the procedure was aborted. Review of serial echoes (medidata) revealed at 30 days pvl was mild and cai was none. The 1 year echo revealed moderate pvl and no cai. The 2 year echo revealed mild pvl and no cai. The 3 year echo revealed mild pvl and no cai.